Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 17 promax, ios operating system 26.5 the customer received an "unspecified scan" error message and was unable to obtain glucose readings. The customer reported no symptoms of glycemic instability with regard to the adc device issue and self-managed to treat by consuming a banana. There was no report of death or permanent impairment associated with this event.